Event description:
Patient implanted on (B)(6) 2010 of a 25 mm intuitrak bifurcated device, aortic extension and a 16 mm limb extension on right iliac. On (B)(6) 2012, iliac calcified aneurysm grew on right iliac. Physician believed it to be type iii endoleak. Physician implanted afx 16 mm limb extension to align with the previously implanted limb extension on right side to resolve the endoleak. It was reported that the patient's anatomy may have contributed to the event. Next day, patient presented with back ache symptom. The computed tomography image indicated that the endoleak had not resolved. This time physician implanted competitor's device to overlap initial implanted device which resolved the endoleak (reference MFR report # 2031527-2012-00063). Patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.